Event description:
It was reported that during use with bd q-syte¿ needle-free connector there was flow issues. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the patient replaced the separator, the infusion was not smooth after connection, and the infusion could be repeated after repeated force connection.

Manufacturer narrative:
H.6.investigation summary:since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.